Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse performed a carryover test and high sensitivity system check; the results were within specification. The fse tightened the sample pick-and-place belt and inspected the wash wheel and wash arm areas of the instrument. The fse replaced the aspiration peri-pump. A repeat system check passed all specifications. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events. This is one of 34 (thirty-four) medwatch reports being submitted as the event involved 34 separate pt results.

Event description:
Customer reported that 34 erroneous thgabii (thyroglobulin auto antibodies) results were generated by the unicel dxi 800 access immunoassay system. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the laboratory. The samples were retested with a new reagent pack and the results obtained were within the normal reference range. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.